Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4) hydrophilic tip detached. The guidewire was returned for evaluation; however the tome portion of the device was not returned, so it could not be evaluated. Visual evaluation of the returned guidewire found that the ptfe jacket peeled and the hydrophilic distal tip detached/separated, exposing the core wire. There were adhesive remnants present, indicating that the urethane was properly attached to the corewire. There was no evidence of corewire fracture. The outer diameter measurements for the medial and proximal sections of the wire were both found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while the pre-loaded guidewire of the dreamtome device was in the duct, it was noticed that the ptfe coating had sheared off the guidewire. The procedure was completed with another of the same type of guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding that the tip of the core wire was exposed (hydrophilic tip detached from guidewire).